Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing the initial complaint was confirmed. It was found that the screen was blank when moving to the planning phase. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the black exam panes were not present when entering the plan task. Rep reported that there was just blue and the typical menus on the left and right tabs. Multiple exams and procedure types attempted without resolution. Hard drive space freed and software reinstalled without resolution. There was no patient present when this issue was observed.

Manufacturer narrative:
Brand name updated. Initial reporter occupation also updated. The system's computer was replaced when the manufacturer representative went to the site to test the equipment. This resolved the issue. The system then passed the system checkout and was found to be fully functional. The suspect computer was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The computer booted normally to the application screen. The spine and framelink applications started normally during burn-in testing. The screen layout looked normal. The computer passed testing with no errors. There was no failure found with the returned computer. Device evaluation: a software investigation was initiated but was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.